Event description:
Event description cpi received information that this patient received two inappropriate shocks from his ventak mini implantable cardioverter defibrillator (ICD) while he was undergoing physical therapy for low back pain; the therapy included the use of a tens (transcutaneous electrical nerve stimulator) unit.